Event description:
A clinically discordant falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. Repeat runs of the same sample on an alternate instrument system recovered lower results. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the possible cause for the falsely elevated troponin I result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.